Event description:
The customer reported that at 0119 the user scanned and hung a new 100 ml bottle of propofol, concentration 10000 mcg/ml to infuse as a primary. The intended parameters were dose 45 mcg/kg/min, rate 33 ml/hr, and vtbi 85 ml. At approx 0140 the pump started beeping, the propofol container was empty, and the pump showed 72 ml yet to be infused. Vital signs remained stable and in less than an hour the pt became restless. There was no report of pt harm or med intervention. Although requested, no additional pt/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Manufacturer narrative:
(B)(4). The reported incident of a propofol infusion found empty prematurely (over infusion) could not be confirmed. Physical inspection of the device noted no damage or any anomalies. Analysis of the pcu event log indicated an infusion of the drug propofol was started at 01:16am on (B)(6) 2015. The rate was 33ml/h and the vtbi at 85ml. The pump module alarmed at 01:40am for ail. The volume infused was recorded at a 12.9ml. The pump module was turned off after the ail event with no more infusions performed. Rate accuracy testing was performed and the device infused within specification. The root cause for the customer's report could not be identified.